Event description:
It was reported that the dpt device was removed from the packaging before use. It was discovered that the arterial tubing was detached just below the pressure transducer. There was no patient injury reported.

Manufacturer narrative:
Received one double dpt vamp plus kit for evaluation. The product evaluation brought forth new information that found it is broken tubing, which is not a reportable event. The findings are that the arterial line was broken. It was found broken from the solvent bond joint with female connector that was attached to the arterial dpt zero-stopcock. The tubing was bent near the point of damage. The cross surfaces of the broken tubing appeared uneven and rough. The bonding solvent had filled up the gap between the tubing and the female connector at the bond area. There was no other damage that was observed from the kit and there was no patient injury reported.